Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 102-108 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 120 and 116 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/29/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): the 79mg/dl (B)(6) 2015 09:32:00 am fasting:yes, the 100mg/dl (B)(6) 2015 12:39:00 am fasting:yes, the 119mg/dl (B)(6) 2015 12:59:00 am fasting:yes, the 85mg/dl (B)(6) 2015 11:18:00 am fasting:yes, the 144mg/dl (B)(6) 2015 07:46:00 am fasting:yes. Customers called with a concern the results from her true result meter are lower than that of the expected fasting range of 102-108mg/dl. Customer does not have the date and time properly set on the meter. Strips and meter stored and maintained properly.